Event description:
Nurse was about to set up an IV line for the patient. The nurse obtained a lifeshield latex free primary IV set and began to setup. The nurse observed that there was not a roller in the roller clamp, and hence it would have been impossible to regulate the flow of IV fluid. The nurse obtained another primary set from the shelf and continued to set up the IV. After this "out of box" failure was identified, the district manager for hospira was contacted who said this report would be called in to hospira's quality management department.